Event description:
As reported by the user facility. Reports doing interscalene block, needle functioned normally through procedure. Anesthesiologist attempted to remove needle and hub separated from needle. Necessitating an incision be made to retrieve needle under fluoroscopy. All of needle removed. Patient has been in for follow-up with physician and no problems from needle removal reported.

Manufacturer narrative:
The actual device in the reported incident was returned to the manufacturer to be evaluated. The needle was bent at a 90 degree angle approximately 1 1/2" from the tip of the cannula. The hub end of the needle had a jagged appearance, indicating the needle broke off at the hub and did not detach from the hub. The hub of the needle and the extension set were not returned for evaluation. Incidents of this nature are generally due to the cannula encountering some type of trauma which stressed the part beyond its intended design capabilities. This may be the case in this incident especially since it appears that the returned portion of the needle was bent on a 90 degree angle and broken off at the hub. The sample and all available information has been forwarded to the actual manufacturer for evaluation.